Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have been having issues in this doctor's clinic for the past month where certain rooms have no issues (rooms 1-4) but others (rooms 5-6) seem to not allow any connection to the inss. The rep states that the issue was applicable to any ins and for both the clinician and patient applications. The caller reports being able to connect the handsets to their respective communicators but connection fails when reading the inss. The caller has no idea why this was occurring and agent reviewed considerations around metal tables, emi, etc... The caller was not aware of any major differences in the rooms. The caller was advised that for the time being the caller should schedule only in the rooms they know 'work' and the caller should not change any settings on any handsets to try to resolve the issue outside of normal, guided troubleshooting. Additional in formation was received from a manufacturer representative (rep). The rep reported that there was an emi issue due to construction across the street from the clinic. Additional information was received from a manufacturer representative (rep). The rep reported that the first time they noticed the issue was last thursday (B)(6) 2025. The rep has plans now moving forward to use room 4 and the doctor's office for reprograms.